Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during pre-testing, an air leak was observed from an unknown location. There were no delays in surgery as an identical spare device was available. No injuries or medical intervention were reported. No additional information was available.